Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice floppy, guide catheter: 7-french xb 3.5, export thrombectomy catheter, 7f xt. Device coding: above rated burst pressure (rbp), indication for use: it should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The IFU also specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of stroke/cerebrovascular accident, as listed in the coronary stent graft system, graftmaster rx instructions for use is a known patient effect that may be associated with coronary stenting.

Event description:
Subsequent to the initial medwatch report filed, additional reported information indicates that the patient had a cerebrovascular accident during the cardiac procedure. At a follow-up visit, on (B)(6) 2015, the patient had improvement of symptoms with no obvious sequelae.

Event description:
It was reported that on (B)(6) 2015 the patient presented with an st elevation myocardial infarction and after a thrombus was removed through the culprit lesion, there was a very large aneurysm that was found in the distal circumflex coronary artery. A 4.0x16 mm rx graftmaster stent system was advanced and the stent was deployed at 19 atmospheres to cover the aneurysm. There was still some thrombus present proximally, but the distal vessels had opened up. Thrombolysis in myocardial infarction (timi) grade flow was 2-3. The patient developed cerebral vascular accident like symptoms. Thus, a cerebral angiogram was done which revealed no larger vessel occlusion. There was a possibility for thrombotic versus air emboli. Neurology was consulted and the patient was put on keppra. The patient was discharged to home on (B)(6) 2015 with no significant motor or sensory deficits. No additional information was provided.